Event description:
Additional information received reported that the cause of the event was due to implantable neurostimulator (ins) erosion through the bottom part of the pocket. The patient required hospitalization and the patient outcome was a non-serious injury or illness.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v856680, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# v821788, implanted: (B)(6) 2012, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that there was redness at ins (implantable neurostimulator) site described as "cherry colored" in the exact shape of the ins. There was some flaky, scaly tissue following the outline of the ins. The patient had a "cherry colored spot direction over the ins that was warm." A possible allergic reaction was suspected, culture was taken "to rule out infection was negative." The ins was thought to have been moved to a deeper position but it was unknown where the ins was located (see manufacturer report # 3004209178-2013-00721 for the information relating to that revision). The reporter was sure that it wasn't moved to the other side. It was noted that in patient's chart it stated the patient had "metal allergies: rings and watches" and possibly nickel. It was stated that the patient was getting good therapy with the only issue being the skin issue at ins site. More than one week later it was reported that the device was explanted two days prior to the report. It was stated that the patient disclosed that he had fallen, dislodging device from pocket, creating an open wound. The wound was swabbed and cultured during the surgery, revealing bacteria that was consistent with an open wound. The patient was currently recovering without incident.